Event description:
Pt in or for tracheostomy. Pt is pacer dependent. Pacer was converted to asynchronous made during tracheostomy. When tracheostomy completed (cautery done), pt placed on dual chamber pacer using the medtronic pacer. Pt required "ma 25", pacer reset itself to default settings of 10/10 with a rate of 80. Manual/pacer does not warn of default settings, staff unaware.